Event description:
The customer reported that while monitoring patients, the module would intermittently lose waveforms. Clinical staff would reset the monitor to get vitals to resume. The customer reported that they moved the patient to a new patient monitor. The customer was advised to reach out to their internal biomed team to evaluate the device. At this time, the customer has not responded to attempts to get additional information. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.